Event description:
A patient was under general anesthesia for laporoscopic gastric bypass surgery. The surgeon was using a 45mm white ethicon endocutter to close the common endarterectomy during gastric bypass procedure. Only one side stapled. The device was removed from the field.there was no patient injury.